Manufacturer narrative:
H.6. 1. No defective sample was returned, it is not possible to confirm that the prn interface of the indwelling pin is loose and leaking. 2. Check the batch record of this lot, no abnormal found on in-process inspection, fg inspection record. 3. Leakage test the 5 samples for this lot, all pass the test. 4. No loosening or abnormality of prn thread port was observed under the microscope, test the prn torque force 5 samples for this lot, all pass the test. 5. No same complaint lot. Conclusion(s): since the sample was not returned, the root cause of blood leakage in prn interface of indwelling needle cannot be confirmed. The user need to confirm if the prn tighten or not before using according to IFU. Confirmed defect: not confirmed. The root cause of blood leakage in prn interface of indwelling needle cannot be confirmed. No CAPA needed at this time. H3 other text : see section h.10.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm experienced a loose prn which was noted during use. The following information was provided by the initial reporter: nurses use indwelling needles to maintain intravenous infusion in accordance with the normal operation process. Heparin cap(prn) connector is loose, causes the pipeline to be not airtight and blood reflux..

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24ga x 0.75 in prn slm experienced a loose prn which was noted during use. The following information was provided by the initial reporter: nurses use indwelling needles to maintain intravenous infusion in accordance with the normal operation process. Heparin cap(prn) connector is loose, causes the pipeline to be not airtight and blood reflux.